Manufacturer narrative:
Correction: per onsite inspection, the power cable to the low-voltage supply was partially dislodged. The rep reseated the cable to resolve the issue.

Manufacturer narrative:
After additional review of this event it has been identified that this event meets the definition of a serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts replaced or returned.

Event description:
A medical resident called from a site and reported that while setting up equipment for a functional endoscopic sinus surgery, the fusion system displayed an error that the axiem system was disconnected. They attempted to reboot the system 3 times without resolution. The resident brought up the em software interface and nothing was connected, the transmitter coil drivers displayed multiple faults and the axiem box displayed an 8. The surgeon decided to reschedule the surgery. The patient was under anesthesia. No harm to the patient occurred.